Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0l6dy, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported a power on reset screen was seen a couple of days prior to report. The patient had cardioversion for her atrial fibrillation on (B)(6) 2015. It was also noted she planned to have another cardioversion. There were no symptoms reported. Additional information from the consumer reported she saw the physician on (B)(6) 2015. To resolve the por, new batteries were installed. The por was cleared. The patient was indicated for fecal incontinence and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.